Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code b30 (scope communication error). The issue occurred during preparation for use. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d4, d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to a faulty video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The issue occured at preparation for use for a diagnostic unspecified procedure. The procedure was completed with the same set of equipment.